Manufacturer narrative:
This information is furnished in response to FDA letter dated 02/10/1998.

Event description:
During a dacryocystorhinostomy (a procedure to create a passage for drainage between the lacrimal sac and the nasal cavity), the upper shaft of this instrument fractured. There was no report of pt injury.